Event description:
The customer alleged while testing the vent during shift change, a no audible alarm condition was indicated. The pt was disconnected and the visual alarm was noted but the vent failed to sound the audio alarm. The mallinckrodt customer support engineer (cse) in inspected the device and could not duplicate the reported malfunction, although he replaced the audio alarm assembly as a precautionary measure. The unit passed extended self testing. It is not verified that audio alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.